Event description:
It was reported that the customer experienced recurring 30a tank alarms for one week. There was no reported impact to the customer¿s blood glucose level. Tandem is awaiting the return of the pump for further examination and no replacement details have been provided.